Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found both head casters and left head caster support not working. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both head casters and left caster support to resolve the issue. Based on this information, no further action is required.